Manufacturer narrative:
Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. A review of the subject lot (2017100404) did not identify any related non-conformances which would cause or contribute to the reported event. Additionally, there has been one (1) related complaint reported against the subject lot (cmp-0471980). Investigation results for the similar complaint revealed the most likely probable causes are patient factors and customer error. These facts do not suggest a systemic quality issue with the lot. Contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. A device malfunction was not found. The alleged event cannot be verified. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (bnes465) was placed and removed the same day due to lack of primary stability. The doctor also indicated edema. Another implant was not placed. Tooth location 3.